Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 0125 competitor implantable tachy lead unknown; 0049 implantable tachy lead unknown; 5866 adaptor (B)(6) 2001; 6826 adaptor (B)(6) 2009. (B)(4).

Event description:
It was reported that the device battery depleted earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.